Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The biomedical engineer replaced the flow sensor.

Event description:
The hospital reported the unit was not reading correct tidal volume. There was no report of patient involvement.